Event description:
A consumer reported noting that the solution was not "its normal colour". Following use of the solution in conjunction with contact lenses, after a few hours he felt as if something stung his eyes, then the stinging increased to a burning sensation and made his eyes red. The consumer reported the burning and pain were severe enough that he was driven to the hospital since he could not see very well. He reported the doctor gave him eyedrops and the redness and pain resolved within a week. The consumer also reported experiencing dry eyes and that after two weeks, he was told by the doctor that he had another infection. Subsequently, he discontinued use of his contact lenses for one month and could not drive during this time. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info has been requested. (B)(4).